Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss.

Manufacturer narrative:
The correct patient identifier is (B)(6); not (B)(6) as previously reported. The correct catalog number is 93331; not 92126 as previously reported.